Event description:
(B)(4). My essure device was provided by my insurer ((B)(6)). The device was placed on 1/18/13. The device identification number is (B)(4). After placement of the device I have had 3 urinary tract infections ((B)(6) 2013, (B)(6) 2013, (B)(6) 2015) with only "trace" or "few" amounts of bacteria present in the urinalysis (I have only ever had two in my entire life before). And, for the first time ever was diagnosed with a yeast infection (B)(6) 2015. I also begin feeling quite fatigued around this time so much so that no matter what I did or did not do, I never felt like I got enough sleep or rest. In (B)(6) 2014 I started having episodes of allergic reactions where after eating certain items (nothing consistently triggered it) my throat would begin to swell shut. I monitored that for awhile and then requested to see an allergist. My allergist could find nothing that I was allergic to (skin and blood tests confirmed the lack of allergic response to most common allergens but did not do any metal allergen testing). She determined that there must be something in the environment I was in that would cause my body to react and begin the histamine response and that I would simply have to see when I was more susceptible to these episodes. In (B)(6) of 2014 my periods which have always occurred like clockwork, every 28 days, for 7 days, began extending to 2 weeks. 2 weeks on, 2 weeks off. Every month. I also began having menstrual cramping all of the time, not just my normal menstrual cramps during my period, and often the cramps would be so debilitating I would see stars and nearly black out from the pain. In (B)(6) 2014 I woke to stabbing pain in my ovaries and hemorrhaging blood. I thought that I must either be pregnant or have miscarried, neither was correct. (B)(6) was just like (B)(6): 2-wk. Long period, hemorrhaging through the night, and feeling like I was being stabbed in my ovaries. On (B)(6) 2015, I started my period again, and this time, it didn't stop. About that same time I began to have the sensation that I was being stabbed in the vagina and this would occur erratically. At the end of (B)(6) my primary care physician suggested I try progesterone. That stopped my period for only 24 hours. In the middle of (B)(6), my doctor performed a biopsy (to check for hormonal imbalance as well as cancer), a full blood panel, and an ultrasound of my uterus and ovaries. Nothing came back abnormal. She said that the most likely cause was that I was going into early onset menopause (I was (B)(6) years old at the time, dob (B)(6)). She suggested that I try the following things to stop the constant cramping and bleeding: go on progesterone every month and hope that it eventually works; go on hormonal birth control; have a mirena iud placed and hope that works; or have an ablation to remove the uterine lining, after which I would have a dilation and curettage and hope that works; or finally, have a hysterectomy. The progesterone had already not worked for me and I did not want to take a daily hormonal birth control pill or use the nuvaring again, so I opted to start treatment with the mirena iud. I had the iud placed and from (B)(6) had 2, 2-day breaks from bleeding. I gained about (B)(6) pounds and still experienced constant cramping and stabbing sensation, so obviously that didn't work. I still wasn't ready to jump straight to having a hysterectomy so I decided to try the novasure ablation and d and c. On (B)(6) 2015 I underwent surgery to have the ablation and. When the surgeon deployed the device, it nicked the side of my uterus and caused internal bleeding. I was stitched from the inside, had the d and c, and then had to have laparoscopic surgery to determine if I was internally bleeding. While in the recovery room, my doctor informed me that she was unable to perform the ablation and that I was not a candidate. My only medical option from that point on was a hysterectomy. On (B)(6) 2015 I was lying in bed recovering from surgery and I saw a news story about the FDA opening an investigation into essure. Upon further examination of the documentation out there about essure I realized that my story was aligning with the story of many other women out there. When I asked my doctor if she had submitted a comment on medwatch about my symptoms she told me that she had not and that my symptoms were likely unrelated to essure. I beg to differ, and I wonder how many other women out there are suffering with similar symptoms, or perhaps worse, and whose doctors are not filing complaints for them either. On (B)(6) 2015 I had to undergo a full hysterectomy and salpingectomy (to remove the essure devices). Thankfully the essure coils were still contained in my fallopian tubes. My uterus appeared "inflamed" according to my doctor, measuring 11.4 x 8.5 x 4.3 cm and shows a 6.0 cm in greatest dimension and my pathology report diagnosed me with "acute and chronic cervicitis". I have since researched cervicitis and the main causes are bacterial infection, sexually transmitted diseases, or an allergic response to something. I have no sexually transmitted infections sti's nor have I ever been diagnosed with them. I know that essure is made of nickel and I may have been having an allergic response to that. While in laparoscopic surgery my doctor found a hemangioma on my liver. While this may or may not be related to the ensure device (since it is a non-hormonal device full of pet fibers that release estrogen and harm human's endocrine system) I feel like it should be reported here as well. The essure device is no longer in my body and was surrendered to the pathology department of (B)(4).